Event description:
It was reported that during a da vinci si hysterectomy procedure, a cable from the prograsp forceps instrument fell into the patient. The broken cable piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch down cable was broken at the distal clevis hub and the cable segment that contains the crimp was missing. No other damage was found.